Event description:
It was reported that the tip of the torque wrench broke off.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; results: as of 31-oct-2013 no device has been returned for evaluation. The device was reported to be a xia 3 titanium torque wrench, lot # r127647, cat # 48237028. Manufacturing records were reviewed for the lot # r127647 and nonconformities were identified. All units passed functional, dimensional, and visual inspection. The customer reported event of a xia 3 titanium torque wrench tip breakage was confirmed via a review of the attached image, which clearly shows a broken torque wrench tip. Further confirmation can be obtained in the correspondence with the international contact. There is a current CAPA open, which addresses torque wrench breakages. However, because the sample was not returned, the lot # cannot be confirmed and it is unknown if this CAPA applies. According to this CAPA the root cause of the tip breakages is improper heat treatment during manufacturing. Conclusion: no sample has been received so a device inspection could not be performed.

Event description:
It was reported that the tip of the torque wrench broke off.